Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Upon visual inspection, the qualified technician found that the machine base was broken. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the base damage was determined to be related to mishandling of the product during transportation or storage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up, the base of a prismax machine was observed to be broken. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.